Manufacturer narrative:
Replacement parts were shipped to the facility and have been used in the repair of this issue. Lift is back in service.

Event description:
Info received that the screw hole that secures the mast to the base of the lift was stripped. No injury reported.